Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) that was implanted for spinal pain. The caller reported poor communication, not connecting. Troubleshooting was performed and patient placed the programmer directly over ins and tried to sync with ins. This did not resolve the issue. Patient last felt stimulation about a month ago and the last successful charge session was a month ago. The patient became aware that they could not charge couple of weeks ago. The reason for not charging was unknown. Patient was redirected to their hcp to address possible od. Patient was going to ask pcp to call and invite a rep. Additional information was received from the patient on 2018-11-07. The patient reported that the circumstances that led to the reported issues were that the implant died and wouldn't recharged. The patient reported that a guy came to the pain clinic to check it and said it was dead and needed to be replaced. The patient reported that he had an appointment on (B)(6) 2018 to discuss replacement. No further complications were reported.